Event description:
It was reported the stimulation could not be turned off, and the stimulation increased when it was attempted to be turned off. The device could only be turned down to 1.6 amps, and a magnet from the refrigerator turned the device on. The pt had a second device which could be turned off. Also, per the reporter, the lead felt like it had moved because there was a "bump." Additional info has been requested. A follow-up report will be sent if additional info becomes available. Refer to MFR report# 3007566237-2010-08480 for additional info.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.